Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Evaluation and investigation is in process. Once the investigation is complete, a supplemental report will be filed. Device not returned.

Event description:
It was reported that during testing the device was not working. During inspection, it was discovered that the rpms were erratic, . The control bar was in the correct position but had considerable wear. The calibration was out the 0, 10, and 20 reading. Due diligence is complete and no additional information is available. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The following sections were updated/corrected: b4, b5, d4, d9, g3, g6, h2, h3, h4, h6, h10. Review of the most recent repair record determined the rpms were in specification but erratic, the control bar was worn, and the unit was out of calibration. The motor, plug harness assembly, switch, and control bar were replaced and the unit was calibrated to resolve the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information available.